Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a broken top and bottom case and a cracked right plunger case. The tamper seal was broken. Review of the event history log (ehl) showed a battery communication timeout, acu watchdog and primary audible alarm post. The device was powered on as part of the functional test and the reported issue was duplicated. Battery communication timeout was found at power up however acu watchdog and primary audible alarm post were not duplicated. The speaker was within specification. The battery was not working as intended due to normal wear and the acu watchdog was a sympathy alarm and was sympathizing the primary audible alarm post. As a result, the battery was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device shows "battery connection error and a few acu errors". No patient injury/involvement reported.